Event description:
It was reported that the patient presented in the emergency room (ER) after a syncopal episode. It was discovered the patient's right ventricular (rv) lead exhibited intermittent capture and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).